Event description:
Immediately upon starting hemodialysis treatment, the blood leak alarm went off. There was a gross blood leak coming from a first use dialyzer. Ebl>100cc. Dialysis was stopped and then started using a different dialyzer without further incident. The sample was discarded by the facility.